Event description:
As reported by the user facility information by bbm sales organization in united kingdom: "thermal damage". According to the customer: " I want to send a faulty infusomat space with serial no. (B)(4) for complaint ,the p2 connector is burn, it cause fire while they using it on the ward. Clinical update: 1. Was there any patient/user harm as a result of the incident? If so, please provide further clinical information such as patient outcome and any additional therapy required as a result. No harm to patient or user. 2. Which procedure was being carried out at the time? Giving fluid to the patient. 3. Was there any delay to the procedure as a result of this incident? If so, please quantify as accurately as possible. No delay to the procedure ,they unplug the pump and replaced with new one."

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been investigated in our service department at b. Braun melsungen ag, melsungen, germany: 1. General information: complaint: (B)(4). ---------------------------------------------------------------- 2. Information to the sample: 2.1 model: infusomat space 2.2 article number: (B)(4). 2.3 serial number/batch:(B)(4). 2.4 software version: (B)(4). 2.5 hours of operation: n/a 2.6 further information: n/a ---------------------------------------------------------------- 3. Investigation results: 3.1 history inspection: because of the damage on the p2-connector it was not possible to read out the history files. 3.2 visual inspection: a visual inspection was performed. The cover caps on the screw pillars were intact and undamaged. The seal on the lower housing were missing. The device was slightly dirty a burned p2-connector could be found. 3.3 functional inspection: a test battery from the service repair shop was inserted and a functional test was performed. The device passed the self-test. A space line was inserted, the pump identified the line and it could be selected from the menu. It was possible to put the pump in operation. 3.5 disassembling: the device was disassembled, and the inside was investigated. Inside the device could be found liquid residues on the lower housing, the emc protection shield and the bottom inner frame. Also, liquid residues could be found on the p2-connector. 4. Judgment: 4.1 the complaint could not be confirmed. The p2-connector burned because of the liquid residues inside the device and on the connector. Additional information: history-files are not necessary for the investigation. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.